Event description:
It was reported to boston scientific corporation in 2007, that a jagwire device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on the same day, (patient gender, age and weight are unknown). According to the complainant, the physician used a jagwire with a standard tip cannula. When the nurse advanced the guidewire through the cannula's channel, the physician saw fragments of the guidewire's hydrophilic tip drop down into the duodenum. The guidewire was removed and another jagwire device was used to complete the procedure. The physician was not concerned about the guidewire tip fragments left in the patient's body, as they will be eliminated naturally. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Evidence of adhesive is noted on the exposed section of the corewire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with a sharp tool or object.